Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged an inaccurate high issue with the meter compared to a lab result. The reporter was unable/unwilling to provide the blood glucose values, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.